Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing, intermittent high blood glucose (bg) levels (209-350 mg/dl) and the ketone level was large. The cause of the high bg was not known. Insulin injections were administered to address the bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.